Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and device expulsion ("malposition of essure device location of device: uterus wall") in a 43-year-old female patient who had essure (batch no. D01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, multigravida, parity 4 and abortion (2). Concurrent conditions included pap smear abnormal, gerd, rosacea, chronic back pain, mood change, irregular periods, weight gain, obesity, pelvic adhesions and hysteroscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as doxycycline and ethinylestradiol; ferrous fumarate; norethisterone acetate (microgestin fe). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain \ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic salpingectomy, robot assisted laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal distension, depression, weight increased and dysmenorrhoea outcome was unknown, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the headache and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, depression, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Both ostia could be seen bilaterally. On the patient's left side, an essure micro-insert was deployed and released showing 3 coils trailing into the endometrial cavity. The exact same procedure was performed on the right fallopian tube. It was noted there was a mild amount of syncchiae at the midline consistent with an arcuate shaped uterus. Hsg confirming occlusion of tube in (B)(6) 2015 (as per mr). (Discrepancy noted). Essure device or any portion of it was retained after removal - third party storage facility. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result of test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, abdominal pain, bleeding, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & mr received: the lot no. Was added. Event: device breakage, malposition of essure device location of device: uterus wall, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) was added. Reporter information, patient demography, medical history, concomitant condition, concomitant drugs was added. Severity outcome was updated. Outcome of event were updated as recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and device expulsion ("malposition of essure device location of device: uterus wall/migration of essure device location of device: uterus wall") in a 43-year-old female patient who had essure (batch no. D01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, multigravida, parity 4 and abortion (2). Concurrent conditions included pap smear abnormal, gerd, rosacea, chronic back pain, mood change, irregular periods, weight gain, obesity, pelvic adhesions and hysteroscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as doxycycline and ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain \ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic salpingectomy, robot assisted laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal distension, depression, weight increased and dysmenorrhoea outcome was unknown, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the headache and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, depression, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Both ostia could be seen bilaterally. On the patient's left side, an essure micro-insert was deployed and released showing 3 coils trailing into the endometrial cavity. The exact same procedure was performed on the right fallopian tube. It was noted there was a mild amount of syncchiae at the midline consistent with an arcuate shaped uterus. Hsg confirming occlusion of tube in (B)(6) 2015(as per mr) (discrepancy noted) essure device or any portion of it was retained after removal - third party storage facility diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result of test: total bilateral occlusion.that they were in my fallopian tubes and it was good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, abdominal pain, bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus wall/migration of essure device location of device: uterus wall') and perforation ('perforation') in a 43-year-old female patient who had essure (batch no. D01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, multigravida, parity 4 and abortion (2). Concurrent conditions included pap smear abnormal, gerd, rosacea, chronic back pain, mood change, irregular periods, weight gain, obesity, pelvic adhesions, hysteroscopy and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) and etonogestrel (nexplanon). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain \ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic salpingectomy, robot assisted laparoscopic (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, perforation, pelvic pain, abdominal distension, depression, weight increased and dysmenorrhoea outcome was unknown, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the headache and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, depression, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, pain in extremity, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Both ostia could be seen bilaterally. On the patient's left side, an essure micro-insert was deployed and released showing 3 coils trailing into the endometrial cavity. The exact same procedure was performed on the right fallopian tube. It was noted there was a mild amount of syncchiae at the midline consistent with an arcuate shaped uterus. Hsg confirming occlusion of tube in (B)(6)2015 (as per mr) (discrepancy noted) essure device or any portion of it was retained after removal - third party storage facility. Legacy device report number-2951250-2017-09464. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result of test: total bilateral occlusion. That they were in my fallopian tubes and it was good.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, abdominal pain, bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event added: perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headaches"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, headache, depression and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, headache, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.